Event description:
User had three patient samples for sodium that did not reproduce. Sample 1 initial result was 128 mmol/l, repeat was 139 mmol/l. Sample 2 initial result was 127 mmol/l, repeat result was 134 mmol/l. Neither initial result was reported since they had a delta check flag and the user reran the samples before reporting. In 2008, sample 3 initial result was 126 mmol/l, repeat result was 137 mmol/l. The erroneous result was not reported and the patient was not impacted in any way. The field service representative determined the mixtower was contaminated and replaced it. Performance tests were performed which were within specification.